Event description:
The account alleged that the brakes do not function. No pt impact.

Manufacturer narrative:
The tech found the brake casters would still roll when the brake was applied to worn brake pads. The tech replaced the brake casters to resolve the issue.